Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 03/05/2016 to report that they received a g5 application message indicating notifications were turned off on (B)(6) 2016. Patient uninstalled then reinstalled the g5 application and verified that the notifications were set properly on the smart device. No injury or medical intervention was reported.